Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The spinal cord stimulator (scs) was turned off. The patient underwent a procedure where the scs system was removed. Post operatively, the patient was recovering as expected. The explanted devices were retained by the customer and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 19629170. Brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 19629170.